Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on available information, the single leaflet device attachment/slda was due to patient anatomy. The patient effect of recurrent mitral regurgitation (mr) was due to the procedural condition of the slda. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report (single leaflet device attachment/slda, recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. It was noted short and calcified leaflets. The first clip was successfully deployed. A second clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed, reducing mr to <1. However, after 30m minutes, the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 3. The physician stated the cause of the slda was due to pre-existing patient's anatomy. Additional treatment was not performed. The patient was discharged the next day. Two clips were implanted, reducing mr to 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.